Manufacturer narrative:
D3 - postal code, h6: updated. D3 - zip code: must be blank. The suspect product was not returned for evaluation. However, an image of the product was provided which displayed a bent cannula. Though the malfunction was observed through the image, the complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set had a bent cannula. There was patient involvement, and no patient injury.